Manufacturer narrative:
MDR reportability determined during re-evaluation of complaints under class 1 recall for bacterial and fungal contaminants (FDA recall number: z-1730-2025).

Event description:
A jug of nipro medicalyte liquid bicarbonate concentrate was found to have contamination in the bottom. This was not found until after it had been used for a patient's treatment. The jug was new, just opened that morning. The seal was intact with no evidence of breaks or tampering.